Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: non-healthcare professional ¿ attorney. (B)(4).

Event description:
Patient was revised to address pain and osteolysis. Litigation papers received. They mention that necrotic material and an inflamed synovium were discovered at the time of revision. No mention of osteolysis in the revision operative note. In addition to previous allegations, ppf alleges pseudotumor, metal wear/metallosis, abductor muscle repair and elevated metal ions. Doi: (B)(6) 2008 - dor: (B)(6) 2011 (left hip).

Manufacturer narrative:
Product complaint # b)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.